Manufacturer narrative:
Evaluation summary. (B)(4) it was reported that a female patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis. Patient also needed surgical intervention and subsequently she died. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade and patient cause of decease remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17209370m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator, us catalog #: s7002, serial #: (B)(4). Product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4). Product name: webster cs catheter with auto ID technology, us catalog #: d135304, lot #: unknown. Product name: soundstar® 3d diagnostic ultrasound catheter, us catalog #: unknown, lot #: unknown. Non-bwi products used: brk-1 transseptal needle, transseptal sheat lamp 90 and an agilis sheath (st. Jude medical products). (B)(4).

Event description:
It was reported that a female patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis. Patient also needed surgical intervention and subsequently she died. The physician¿s opinion regarding the cause of this adverse event is that patient condition caused the event as there must have been a weak spot in the tissue that was easily perforated. Settings during the event include: irrigation flow at 2 ml/min during mapping and 30 ml/min during ablation, transseptal puncture was performed with a brk-1 needle and a transseptal sheath lamp 90. An agilis sheath was also used in the procedure with the ablation catheter. The activated clotting time was of 326 seconds at the moment the tamponade was discovered.